Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the luer lock became disconnected from the tubing set at the patient site, when attempting to screw on the tubing.

Event description:
It was reported that the luer lock became disconnected from the tubing set at the patient site, when attempting to screw on the tubing. It was further confirmed that there was no patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report that the set came apart was confirmed. The disconnection was not at the luer lock as reported. The disconnection was at the engagement between the tubing and expected smartsite valve components. No other obvious issues were observed with the rest of the set's components. No testing was deemed necessary due to the obvious separation the expected lower smartsite valve and its components below were not received. Dimensional measurement confirmed the tubing to be within specification. The root cause of the separation was insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.